Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the hospital for congestive heart failure. It was also reported that a two second pause was observed on the telemetry strip. Testing with movement and pocket manipulation was unable to duplicate the issue. The device was explanted and replaced. The ventricular lead was inactivated and was replaced with a new lead. No further patient complications have been reported as a result of this event.